Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation with an unspecified malfunction. Reliability engineering evaluated the device and observed that the main shaft was not spinning and made an unusual noise when running. Therefore, the reported condition was confirmed. It was further determined that the drive shaft was broken, had extreme corrosion on internal components and the bearings and o-rings were damaged. The assignable root cause was determined to be due to improper handling by immersion during cleaning. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the k-wire attachment for pen drive device had an unspecified malfunction. During engineering evaluation it was observed that the main shaft was not spinning and made an unusual noise when running. It was noted that the drive shaft was broken, had extreme corrosion on internal components and the bearings and o-rings damaged. The event was not reported to have occurred during surgery. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.